Event description:
Leica microsystems received a complaint from the customer of suboptimally processed tissue from a peloris tissue processor. The customer advised that the affected tissue samples would be reprocessed.

Manufacturer narrative:
Method: leica's investigation is in progress.